Event description:
It was reported that during a prostate procedure, there was a loss of efficiency @ 34:33 minutes, 208,513 joules. Gland volume 50 ml. The procedure was completed using a second fiber. There were no damages to the patient.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-403b -(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification; the metal cap exhibits moderate detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.